Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40 mg/dl at the time of the incident and also customer alleges for possible over delivery. The customer was assisted with troubleshooting for low blood glucose. Product will be returned device for analysis. Quick set mmt-397; ozp mmt - 7020a.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0863 inches. A water filled reservoir was used during testing. Pump was programmed with multiple boluses and monitored. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump was programmed with test guardian 3 link and a test plug. Pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.